Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Without any additional information available, a conclusive cause for the reported activation failure could not be determined. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the tip 10x40mm absolute pro self-expanding stent was exposed [partially deployed]. There was no adverse patient effect and no clinically significant delay in the procedure was reported. No additional information was provided.